Event description:
Facility reported pt arrived for first shift dialysis treatment on 9/3/02. Pre-dialysis weight was 62.6kg. Dry weight was 60.5kg. Pre-dialysis blood pressure was 214/81 (sitting) and 185/90 (standing). The pt started dialysis at 6:30am for a 3 hr 45 minute treatment. A meridian hemodialysis machine was used in conjunction with a CT 190g dialyzer (reuse #4) at a blood flow rate of 500ml/min through a right arm av fistula. The acid concentrate bath used during the treatment was a 2 calcium, 2 potassium bath. No problems or complaints were noted during the treatment. The 3 hor 45 minute session was completed with no documented machine alarms. The pt's post-dialysis blood pressure was 162/78 (sitting) and 158/68 (standing) and weight was 59.1lg/ the pt was discharged to home. After returning home, the pt's family member called the dialysis unit to report the pt was feeling weak 2 hours after returning home from the treatment. The pt was brought in to the dialysis unit the next morning for worsening symptoms. The hcp noted the pt's skin tone to be yellow. The pt was immediately transported to the e.r. Via ambulance. The pt was admitted to the hosp in 9/4/02. The pt has eceived multiple units of both prbc's and ffp's while hospitalized, in addition to placement of a permanent pacemaker. The pt remains hospitalized as of 10/2/02.

Event description:
Limited info has been received on a pt hospitalization following a treatment on a meridian hemodialysis machine. Concomitant products include medisystems blood tubing, medisystems fistula needles, and a baxter dialyzer. It was reported that the pt experienced nausea, vomiting and diarrhea during treatment. No further info is available at this time.